Event description:
The customer was off the pump for a while and pt is going back on. Two days later, the customer called back and stated that the pump had alarms. The alarms were cleared. During the call the customer informed that they were hospitalized for high bgs. The customer passed out, showed large traces ketones, and was placed on saline. In addition, the customer was taking antibiotics for an infection. However, the customer may also have a kidney infection.